Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
It was reported that the device was explanted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 24 november 2020.